Manufacturer narrative:
H3 other text : device evaluated by third party services.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to third party service center. The service center reports pcba electrical damage with no contamination and no evidence of foam degradation. In addition, unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. The service center reports pcba electrical damage with no contamination and no evidence of foam degradation. In addition, unit scrapped. This report is being submitted for the electrical damage was found on the circuit board assembly during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file 2518422-2023-33427 was not reportable as the basis of information. In box b, box g and box h sections was updated/corrected.